Manufacturer narrative:
The device history record (DHR) review confirms that the device met all material, assembly and performance specifications. During visual inspection, partial stent delivery wire (sdw) was returned only with the stent tangled in the partial sdw. The functional test could not be carried out as the stent could not be removed from the sdw. The stent was microscopically examined and was noted to be extensively damaged. The subject device failed to meet when received for complaint investigation based on the analyzed anomalies noted to the device. Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The subject device was returned for analysis and the stent was found to be deformed. Also, subject stent sdw was noted to be damaged, broken/fractured, and stuck within stent. In the case of this complaint, it is most likely that the device was damaged as a result of advancing through the patients¿ anatomy causing the reported event. The event appears to be associated with a product that met design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure that the stent (subject device) had experienced difficulty moving into catheter. The procedure was completed successfully and no clinical consequences were reported to the patient due to this event. Upon investigation of returned device revealed that the returned subject device broken potentially within patient. No adverse was noted after these findings.